Event description:
It was reported that the customer was initially hospitalized due to brain surgery and a stroke. Caller stated that the customer develop high blood glucose while in the hospital. The blood glucose reading was 745 mg/dl. Caller stated that the customer's infusion set cannula was slightly bent, and the insulin pump had a crack. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.